Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of myopotentials which caused the s-ICD to deliver an inappropriate shock. This s-ICD system was placed for primary prevention, and the patient has not experienced any arrythmias. This s-ICD system was removed due to the inappropriate shock and at patient request. This s-ICD system was discarded, and no replacement device was implanted. No additional adverse patient effects were reported.